Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that login was successful with technical support specialist credentials. A technical support specialist, confirmed that the user successfully logged in, and the issue has been verified as resolved. The device functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the device was unable to authenticate. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.